Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the holder of the instrument holding sleeve with locking for pedicle screws was broken. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation reports that the investigation has shown one prong of the present holding sleeve is indeed broken off. The instrument was checked for conformance to our specifications and no product fault could be detected. Manufacturing and inspection records indicated no problems with the lot in question. We are not able to determine the exact causes which lead to the device breakage. However, based on the damage to the device it appears that it occurred as a result of not placing the screw correctly over the screw head. Please note that this instrument was sold in the year 2004 wear and tear over the years. No product fault could be detected.